Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator oxygen sensor failed to calibrate. At this time, it is unknown if there was patient involvement. A service engineer (se) inspected the device and was unable to duplicate the reported condition. They were able to calibrate the oxygen sensor. The unit passed all testing and operated within the manufacturing specifications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
There was no patient involvement at the time of the event. A service engineer (se) inspected the device and they calibrated the oxygen sensor. The unit passed all testing and operates within the manufacturing specifications.